Manufacturer narrative:
Not in manufacturing mode. Low battery alarms were noted in detail trace download. The power management tool confirmed low battery alarms triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched lcd window, stained keypad overlay, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert less than 1 week. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.